Manufacturer narrative:
Covidien reference:(B)(4).

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Correction: (B)(4). Device evaluation summary: the graphical user interface gui) backlight inverter printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component. It was observed that the transformer had a burnt secondary wire. The gui backlight inverter pcb was attached to the upper display screen of the failure investigation test ventilator for analysis. The test ventilator powered up. On power up, it was observed that the upper display screen was blank. The fault was isolated to component reference designator t1. Investigations have shown that this type of failure was due to broken/burnt secondary start wire. The most likely cause for this wire breakage is flexing or bending the pcb during shipping or customer handling & installation. If this failure were to occur during ventilation, the upper gui display screen would be blank. The appropriate audio and visual alarms would enunciate. The ventilator would continue to deliver breaths and operate at previously entered settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was reported that the pb840 ventilator display was blank. The ventilator was not on a patient at the time of the event.